Event description:
It was reported that a malfunction alarm occurred. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support. Customer¿s blood glucose level was 118 mg/dl.